Event description:
It was reported that this insertable cardiac monitor (icm) device battery reached end of service (eos) earlier than expected. Boston scientific technical services (ts) received a call from the boston scientific representative with the physician. The boston scientific representative provided monitoring was disabled because the device had reached eos. The icm device was implanted for less than one year before device reached eos. Ts advised the icm device should be explanted and replaced to continue monitoring. Subsequently the icm device was explanted and replaced. Another icm device was implanted to continue monitoring. The cause to the battery depletion is unknown at this time. The device is expected to be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) device battery reached end of service (eos) earlier than expected. Boston scientific technical services (ts) received a call from the boston scientific representative with the physician. The boston scientific representative provided monitoring was disabled because the device had reached eos. The icm device was implanted for less than one year before device reached eos. Ts advised the icm device should be explanted and replaced to continue monitoring. Subsequently the icm device was explanted and replaced. Another icm device was implanted to continue monitoring. The device has been returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. An attempt was made to interrogate the device and it was noted the icm could not be communicated with. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis found depleted cell with no battery related failure determined.